Manufacturer narrative:
D10 concomitant products: unk surgidac, sulu unknown, surgidac sulu, (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic nissen fundoplication, the needle was not on a secured locked position. The needle was loaded in device in the usual fashion and one stitch was placed after which it was noted the needle was rotated and was not allowing it to close properly and continue using the device to suture. The jaws did not close completely on the needle after the suture was passed through tissue and the provider was unable to shuttle the needle back and forth in the device. The surgeon closed the device as best as possible to remove the needle from patient. The device was removed and passed to the scrub nurse, where it was noted that there was no needle in the device or on the suture. There was no visualization of needle dropping in the peritoneal cavity. The device was only partially visualized during removal and was not visualized as it exited the port. It was noted that the location of needle was undetermined. The user looked in the peritoneal cavity and was unable to locate. Extensive search was done outside the patient and the user failed to locate the needle as well. The device was used approximately four more times without issue after the incident.